Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step of the load process, the customer did not disconnect from the tubing and inadvertently delivered insulin. The customer's blood glucose (bg) level was 205 mg/dl and the customer stated that the bg level would continue to be monitored.